Event description:
It was reported that during a right ventricular (rv) lead explant procedure, this right atrial (ra) lead became dislodged. This ra lead was explanted and replaced. No additional adverse patient effects were reported.